Event description:
It was reported that during testing conducted by a field service technician, the micro reciprocating saw ran on its own when the cord was twisted. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corroded sockets and worn bearings, slide lock and button were found, which was the cause of the reported event of run on. The device is currently being repaired at the manufacturer facility, and has not yet been returned to the account.